Event description:
It has been reported to philips automatic shutdown of system, system did not start up and reboot did not resolve the issue. The system was in clinical use at the time of the event. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a non-emergency treatment and the treatment was completed by moving the patient to another room. A philips field service engineer (fse) inspected the system onsite and confirmed that the system automatically shuts down due to the failure in system control. The fse checked system error logs and found ups(uninterruptable power supply) line error. The fse bypassed ups, disconnected the ups control and noticed pdu (power distribution unit) control module failure. The fse replaced the pdu control module and the system was returned to use in good working order. The codes were updated based on the investigation outcome.